Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 21, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a humeral fracture surgery on (B)(6) 2016 while using the aiming arm, two drill bits interfered with a nail during distal side stopping. There was no problem during the dry checkup before the insertion. After the first one interfered, the surgeon tried a second one and it also interfered. The procedure was able to be completed successfully. Concomitant devices: drill bit (part/lot unknown, quantity 2); nail (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (aiming arm/lat/f/multiloc proximal humeral nail, part number 03.019.008, lot number 8404429). The subject device was returned to the manufacturer with the complaint condition stating that during a humeral fracture surgery on (B)(6) 2016 while using the aiming arm, two drill bits interfered with a nail during distal side stopping. There was no problem during the dry checkup before the insertion. After the first one interfered, the surgeon tried a second one and it also interfered. The procedure was able to be completed successfully. The subject device was received in a used condition with slight traces of use inside the holes. As previously reported the device history record review performed for the subject device lot number showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. During manufacturing investigation, all relevant and significant characteristics like dimensions and functions were checked. All measured characteristics are within the specifications and the subject device passed the functional tests. There were no references to the reported issue. No manufacturing related issue was identified and/or confirmed. The complaint condition is unconfirmed. A root cause was not identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 3 for (B)(4).